Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and the physician considered that the char observed was excessive. The device evaluation was completed on 12-nov-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. No char / thrombus residues were identified during the visual inspection. Then a microscopic examination was performed and the irrigation holes were clean, no foreign material were identified. A temperature and impedance test was performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char / thrombus issues reported by the customer were not confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-aug-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and the physician considered that the char observed was excessive. The qdot micro catheter tip was charred. They were able to finish the procedure with a new catheter. They ablated in q-mode+ just like any other procedure. There was no high impedance or high force. Irrigation also worked well. The generator settings were not changed either. The new catheter worked well and the procedure was successfully completed. There were no consequences for the patient. Additional information was received on 10-jul-2024. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician considered that the char was excessive (based on their clinical experience). The physician did not consider the amount of char observed caused a potential risk to this patient. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during the ablation. Ablation was greater than 40seconds. There was no high force over all ablations. It was between 6-20g. This event was originally considered non-reportable, however, bwi became aware of the physician considered that the char observed was excessive on 10-jul-2024 and have reassessed the event as reportable.